Event description:
The customer's mother reported no audio tones when delivering insulin during a bolus. Her son had low blood glucose levels. They rec'd an off/no power alarm and several low reservoir alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.